Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of the left ventricular (lv) lead several years prior, the lv lead had pulled back. At the time of the lv lead dislodgement, the physician indicated the lv lead did not require revision and the lead remained in use. During a recent, routine device replacement, the lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.